Event description:
The lay user/pt contacted lifescan customer service in 2009 alleging that the one touch ultra2 meter was not working and reportedly developed symptoms afterwards. The medical surveillance specialist (mss) spoke with the pt on may 14, 2009 to obtain/verify the following info: the pt indicated that his meter was not powering on when he was in trinidad. It is unk if the battery was replaced per the owner's manual. He claimed that 4 days after the power issue occurred, he developed symptoms of feeling anxious, nervous, fatigue, and impaired vision. He stated that he was drinking more soda and eating spicy food, which he felt could have contributed to his symptoms. However, he felt that if his meter was working, he would have watched his diet more closely. The pt did not receive any form of medical intervention to treat his symptoms; instead, he started to watch his diet more closely and felt better within 1.5 weeks. The pt inadvertently left his meter in trinidad so no troubleshooting was performed with customer service with the subject meter. This complaint is being reported because the pt reported that he developed symptoms that can be suggestive of a serious injury 4 days after the power issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.